Manufacturer narrative:
A brand name, model, UDI or manufacturer lot code was not provided. The reported brand name is the default for when tampon brand was not given. With no means to determine the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
This is a non-u.s. Event. The event occurred in (B)(6). Consumer reported pledgets falling apart and unraveling upon removal. Consumer manually removed the remaining pieces. Consumer did not seek medical attention and reported she is doing fine.